Manufacturer narrative:
Concomitant products: product ID 37711, serial # (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 377760, lot # v002822, implanted: (B)(6) 2006, product type lead; product ID 377760, lot# v002680, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-56, lot # v349340, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead; product ID 3888-56, lot # v488650, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot # v003782, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type lead; product ID 3487a-56, lot # v003782, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3888-56, lot # v349340, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead; product ID 3487a-56, lot # v003782, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type lead; product ID 3487a-56, lot # v003782, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient underwent replacement surgery due to normal battery depletion. A possible revision was noted. Impedances were checked prior to the battery change and high impedances were found in quad (lead). Further clarified that the cervical lead had high impedances of greater than 3,600ohms with electrodes: 0, 1, 2, 3, and 9. The patient had diminished stimulation of the area. The leads were replaced. The issue was resolved. The health care provider (hcp) had no further information for the device manufacturer. If additional information is received, a follow up report will be sent. Reference manufacturer report # 3004209178-2015-14031.

Manufacturer narrative:
Final device analysis for the 3888-56 lead revealed that the 0, 1, and 2 conductors were broken at the proximal end of electrode 3. Electrode 3 was broken at the weld site. Final device analysis for the 3487a-56 lead revealed no significant anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.